Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
First the jada was placed late for pph and was unsuccessful, patient needed a hysterectomy [device ineffective]. First the jada was placed late for pph [device use issue]. Case narrative: this spontaneous report originating from united states was received from a other health professional via company representative, referring to a female patient of unknown age. The patient¿s concurrent conditions, and past drugs reactions/allergies were not reported. The patient¿s medical history included pregnancy. This report concerns 1 patient and 1 device. On an unknown date, the patient underwent the insertion of first vacuum-induced hemorrhage control system (jada system) (batch/lot# and expiry date were not reported) which was placed late via vaginal route for postpartum hemorrhage (pph) and was unsuccessful (device use issue), patient needed a hysterectomy (device ineffective). It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event device ineffective was considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Event description:
First the jada was placed late for pph and was unsuccessful, patient needed a hysterectomy [device ineffective]. Disseminated intravascular coagulation [disseminated intravascular coagulation] first the jada was placed late for pph [device use issue]. Case narrative: this spontaneous report originating from united states was received from a other health professional via company representative, referring to a female patient of unknown age. The patient¿s concurrent conditions, and past drugs reactions/allergies were not reported. The patient¿s medical history included pregnancy. This report concerns 1 patient and 1 device. On an unknown date, the patient underwent the insertion of first vacuum-induced hemorrhage control system (jada system) (batch/lot# and expiry date were not reported) which was placed late via vaginal route for postpartum hemorrhage (pph) and was unsuccessful (device use issue), patient needed a hysterectomy (device ineffective). It was unknown if the vacuum-induced hemorrhage control system (jada system) was available for evaluation. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. Upon internal review, the event device ineffective was considered to be serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is amended report. On an unknown date the patient was diagnosed with dic (disseminated intravascular coagulation). The patient had sought medical attention. Upon internal review, the event disseminated intravascular coagulation was considered to be serious. This is one of the two reports received for the same patient. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.